Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and fungal infection ("numerous yeast infection"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fungal infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain (chronic)") in an adult female patient who had essure (batch no. 10188190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("numerous yeast infection/infection(bladder/urinary tract/vaginal)- type: yeast infections"), menorrhagia ("abnormal bleeding (menorrhagia)") and arthralgia ("hip pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in june 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the dyspareunia and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Aka name added. Reporter information updated. Lot number added. Event onset date added. Event severity added for: pelvic pain/pain (chronic) and abdominal pain. Event outcome added for: heavy vaginal bleeding/abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), painful menstrual cycles/dysmenorrhea (cramping), pelvic pain/pain (chronic), abdominal pain, back pain and hip pain. Event added: she did not underwent an essure confirmation test. Event pt updated: numerous yeast infection/infection(bladder/urinary tract/vaginal)- type: yeast infections. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain (chronic)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fungal infection ("numerous yeast ifection"), menorrhagia ("abnormal bleeding (menorrhagia)") and arthralgia ("hip pain"). On an unknown date, the patient experienced dysmenorrhoea ("painful mentsrual cycles/dysmenorrhea (cramping)") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received. New reporter and plaintiff demographic added. New events abnormal bleeding (menorrhagia) and hip pain were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain (chronic)") in an adult female patient who had essure (batch no. 10188190- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("numerous yeast infection/infection(bladder/urinary tract/vaginal)- type: yeast infections"), menorrhagia ("abnormal bleeding (menorrhagia)") and arthralgia ("hip pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the dyspareunia and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 18-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.